Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that the lead delivered inappropriate shocks, and exhibited failure to capture and low sensing. The dislodgement was confirmed with x-ray imaging. The lead was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead presented with dislodgement. No information regarding intervention or adverse patient consequences was reported.